Event description:
A few weeks ago, the user began experiencing a "popping" sound with processor use. External equipment was exchanged, and reprogramming was attempted. Symptoms would temporarily improve and then begin again. At most recent mapping session, additional electrodes were deactivated based on reported discomfort during stimulation. Due to the continued complaint of "popping" with processor use despite changes with equipment and programming, and the reduced number of active channels, the clinic is going to recommend re-implantation. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Reportedly also an incomplete insertion at the implantation surgery was achieved. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A few weeks ago, the user began experiencing a "popping" sound with processor use. External equipment was exchanged, and reprogramming was attempted. Symptoms would temporarily improve and then begin again. At most recent mapping session, additional electrodes were deactivated based on reported discomfort during stimulation. Due to the continued complaint of "popping" with processor use despite changes with equipment and programming, and the reduced number of active channels, the clinic is going to recommend reimplantation.